Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The information for the drugs being delivered were 20 mg/ml bupivacaine at 6.994 mg/day, 120 mcg/ml baclofen (unknown) at 41.96 mcg/day, and 10 mg/ml morphine (unknown) at 3.497 mg/day. The reason for use was spinal pain. The patient reported a volume discrepancy, and they did not know the volume information. Discrepancies were noted on past refills. They started noticing that "there was a great deal of medication left over right away at that first refill in (B)(6) 2017 and it¿s been like this every refill since, and there¿s always an inch and a half of fluid, it¿s a big waste". The patient doesn¿t know exactly what the amount of left over medication is. It was reviewed that it is normal to have leftover medication, so that the pump does not run dry. The patient was redirected to the healthcare professional (hcp) to correct the refill date on the ptm as it appears they forgot to update it, and to ask about the leftover medication to make sure it is the expected amount. It was also reported the ptm shows the next refill as (B)(6) 2018 and it should read (B)(6) 2018 according to the last printout. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2018 the patient reported that their personal therapy manager (ptm) displayed an incorrect low reservoir alarm date. It was noted that the patient contacted manufacturer, who told the patient the device would need to be reset in the office. Intervention included the clinical assistant re-educated the patient on ptm use on (B)(6) 2018. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The device diagnosis was other ptm displays incorrect low reservoir alarm date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.